Event description:
On (B)(6), I started using the freestyle liber. I chose this device as it better fits my busy life/work style. I started testing my glucose more often as compared to the traditional finger stick method. As I began testing I felt that the readings were higher than they should be. I am traveling and have a limited amount of finger stick testing supplies but I began to compare the results of the libre to the finger stick. The first time I did this the libre indicated that my glucose level was 151 and the finger stick reading was 126, the other morning my finger stick reading was 112 and the libre reading was 127. Last night my libre reading was 396 and my fingerstick reading was 326. Again my finger stick test supplies are very limited, so I was not able to do a comparison every time, but this is the reason I purchased the libre as I can't always do a finger stick. With my limited supplies, what I have discovered is that the libre is always higher. The ratio between finger stick and libre differences become greater as the glucose level increases. The difference is not consistent. I am contacting you because I feel that the abbott lifestyle libre is not as reliable or accurate as they claim. Since the reading is so much higher, I felt this could lead to someone taking too much insulin, thus potentially causing a greater health issue. I have attempted to contact the manufacturer and on one occasion had a customer service rep tell me that he was able to do a test over the phone (I provided the units serial number) and he stated that the unit was working correctly. I would hope that someone would look into the accuracy and reliability of these devices. As glucose monitoring is a necessity for those of us with diabetes, and if a manufacturer is going to make claims of accuracy, they should be just that accurate. I hope that this contact does not go on deaf ears and it is looked into. Thank you.